Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("essure removal was performed on 35 women") in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). They were treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: in addition of uterus, in some cases the fallopian tubes were removed. It was not specified how many patients required both procedures. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2017 for the following meddra preferred term: medical device removal -the analysis in the global safety database revealed 734 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.